Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373. Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, 100 retention samples from the production lot were inspected with no visible defects. Functional testing was performed on 10 retention samples, and all tubes were within specification limits. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two (2) tubes underfilled. No adverse impact was reported regarding the patient or user.